Event description:
It was reported that the unit kept going into standby mode. It was further reported that this happened in the middle of a case, causing a short delay.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.